Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Review of the event log found evidence of the reported iipv condition. The cause was determined to be one or more cycles advanced to the next fill when a slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 at 02:46:33. During night drain cycle five, the patient's ultrafiltration reading was 1409ml, indicating the home patient (hp) drained 1409ml more than their maximum programmed fill volume of 2000ml. No additional information is available.